Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced a severe hypoglycemic event with a nadir blood glucose (bg) of 40 mg/dl. The user reportedly lost consciousness during dinner and required non-medical assistance from their spouse, who called ems. The event was treated on site with juice, glucose tablets, and food, and bgs returned to range without transport. The user resumed use of the ilet.